Manufacturer narrative:
Submit date: 1/4/2018. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the blue string is not on the sponge.

Manufacturer narrative:
An investigation of the reported condition was performed. A sample was returned by the customer for evaluation. The visual inspection confirmed that the radiopaque strip is missing. From the returned photographic sample, it is clear that there is no radiopaque strip on the sponge. The reported condition is confirmed. A review of the device history record (DHR) was performed for the reported lot during this investigation and no discrepancies were found. All device history records are reviewed and approved by quality prior to release of product. The most likely root cause is due to the incorrect element width. This would not allow enough pressure to be applied to the element to bond it to the gauze and secondly, it is possible that the heat from the bonding of the element may have broken the element or the threading of the element may have become entangled and broken the element. The sensor on the machine may not have stopped the machine from cycling the sponges without the element. Established trends are escalated at the monthly corrective action and preventative action review boards, which reviews trends and determines if a CAPA should be opened to provide a formal investigation for this event. No trend was noted to escalate to a CAPA. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.